Event description:
Tips of the storz optical alligator forceps were found to be broken off. Product defect noted prior to use. No pt harm. The hosp staff are aware of several other incidents where the tips of the optical alligator forceps broke off during procedures. In these incidents, all pieces were retrieved and there was no pt harm. MFR is aware.